Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation/perforation (other) please describe and state the location of the perforation: does not recall"), device dislocation ("migration/migration of essure device location of device: does not recall.") And pregnancy with contraceptive device ("post-implant pregnancy/pregnancy with complication") in a 42-year-old female patient who had essure (batch no. 623547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (B)(6) 1997, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009. Gestational sac near left cornua . Cornual pregnancy, no yolk sac or fetal pole noted. Patient did not have hsg test. No yolk sac or fetal pole seen. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2006. Concurrent conditions included cholelithiasis and haemorrhoids thrombosed. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent total hysterectomy) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was not reported. The reporter considered device dislocation, menorrhagia, menstrual disorder, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff fact sheet, medical records, new reporter, patient demographic information, relevant information history and concomitant condition ,lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 623547, stop date updated new event abnormal bleeding (vaginal, menorrhagia) and she did not undergo essure confirmation test. Were added .the event migration of essure device location of device: does not recall, perforation (other) please describe and state the location of the perforation: does not recall and pregnancy with complication were clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation/perforation (other) please describe and state the location of the perforation: does not recall"), device dislocation ("migration/migration of essure device location of device: does not recall.") And pregnancy with contraceptive device ("post-implant pregnancy/pregnancy with complication") in a 42-year-old female patient who had essure (batch no. 623547) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1997, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). Gestational sac near left cornua . Cornual pregnancy, no yolk sac or fetal pole noted. Patient did not have hsg test. No yolk sac or fetal pole seen. Previously administered products included for an unreported indication: mirena from 2004 to may 2006. Concurrent conditions included cholelithiasis and haemorrhoids thrombosed. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, 9 months 14 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. Following events were added: depression, mental anguish. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/perforation (other) please describe and state the location of the perforation: does not recall') and device dislocation ('migration/migration of essure device location of device: does not recall.') In a 42-year-old female patient who had essure (batch no. 623547-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6)1997, (B)(6)2001, (B)(6)2007, (B)(6)2009). Gestational sac near left cornua . Cornual pregnancy, no yolk sac or fetal pole noted. Patient did not have hsg test.no yolk sac or fetal pole seen. Previously administered products included for an unreported indication: mirena (B)(6) 2004 to (B)(6) 2006. Concurrent conditions included cholelithiasis and haemorrhoids thrombosed. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2007, the patient had essure inserted. In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy with complication") and experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6)2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6)2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On (B)(6)2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and insomnia ("terrible insomnia"). The patient was treated with surgery (underwent total hysterectomy and underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety and insomnia outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, insomnia, menorrhagia, menstrual disorder, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The lot number 623547 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation/perforation (other) please describe and state the location of the perforation: does not recall"), device dislocation ("migration/migration of essure device location of device: does not recall.") And pregnancy with contraceptive device ("post-implant pregnancy/pregnancy with complication") in a 42-year-old female patient who had essure (batch no. 623547-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (B)(6) 1997, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009). Gestational sac near left cornua . Cornual pregnancy, no yolk sac or fetal pole noted.patient did not have hsg test. No yolk sac or fetal pole seen. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2006. Concurrent conditions included cholelithiasis and haemorrhoids thrombosed. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, 9 months 14 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain had resolved. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/perforation (other) please describe and state the location of the perforation: does not recall') and device dislocation ('migration/migration of essure device location of device: does not recall.') In a 42-year-old female patient who had essure (batch no: 623547-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (on (B)(6) 1997, on (B)(6) 2001, on (B)(6) 2007, on (B)(6) 2009). Gestational sac near left cornua . Cornual pregnancy, no yolk sac or fetal pole noted. Patient did not have hsg test. No yolk sac or fetal pole seen. Previously administered products included for an unreported indication: mirena from 2004 to on (B)(6) 2006. Concurrent conditions included cholelithiasis and haemorrhoids thrombosed. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy with complication") and experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and insomnia ("terrible insomnia"). The patient was treated with surgery (underwent total hysterectomy and underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and insomnia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, insomnia, menorrhagia, menstrual disorder, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: insomnia. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event terrible insomnia was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/perforation (other) please describe and state the location of the perforation: does not recall') and device dislocation ('migration/migration of essure device location of device: does not recall.') In a 42-year-old female patient who had essure (batch no. 623547-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1997, (B)(6) 2001, (B)(6) 2007, (B)(6) 2009) and caesarean section. Gestational sac near left cornua . Cornual pregnancy, no yolk sac or fetal pole noted.patient did not have hsg test.no yolk sac or fetal pole seen. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2006. Concurrent conditions included cholelithiasis, haemorrhoids thrombosed, condyloma acuminatum and absence of menstruation. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy with complication") and experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 7 days after insertion of essure. On (B)(6) 2016, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), insomnia ("terrible insomnia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (underwent total hysterectomy and underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety, insomnia, dysmenorrhoea and endometriosis outcome was unknown and the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, endometriosis, heavy menstrual bleeding, insomnia, menstrual disorder, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: 3 loops on the right 9 on the left. Discrepancy noted in essure insertion date: (B)(6) 2007. The lot number 623547 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: medical record received. Event dysmenorrhea and endometriosis added. Reporters information, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/perforation (other) please describe and state the location of the perforation: does not recall') and device dislocation ('migration/migration of essure device location of device: does not recall.') In a 42-year-old female patient who had essure (batch no. 623547-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 1997, (B)(6) 2001, (B)(6)2007, (B)(6) 2009). Gestational sac near left cornua . Cornual pregnancy, no yolk sac or fetal pole noted.patient did not have hsg test.no yolk sac or fetal pole seen. Previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2006. Concurrent conditions included cholelithiasis and haemorrhoids thrombosed. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/pregnancy with complication") and experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 months 14 days after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and insomnia ("terrible insomnia"). The patient was treated with surgery (underwent total hysterectomy and underwent total hysterectomy/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder, depression, anxiety and insomnia outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, insomnia, menorrhagia, menstrual disorder, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- vaginal bleeding, menorrhagia was updated to recovered .reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent total hysterectomy). Essure was removed. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.